Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited beeping, but no error code was listed. It was reported that there was no error, no occlusion, or kinks, no clamp. The patient tried turning it off and on and changing the batteries, but the pump continued to beep without error code. Subsequently, the patient switched to back up pump and was infusing without issue. No clinical injury and no reported adverse effects.